Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Evaluation in progress.

Event description:
It was reported that during a total hip arthroplasty procedure using a superior minimally invasive approach, the blade broke at the cutting end. The piece of the broken blade was found in the patient. It was also reported that there was a delay of 45mins to get a new blade. It was further reported that the patient experienced a crack in the medial calcar bone which resulted in the need for an additional implant to be opened and the implant needed to be cemented. The procedure was completed successfully.

Manufacturer narrative:
The blade subject to this event was returned to the manufacturer for evaluation. It was visually confirmed that the blade broke at the teeth (cutting end). Investigation results indicates that there was evidence of precipitation hardened stainless steel around the teeth area, which was not present away from this area. Investigation results indicates the blade broke at the teeth when it contacted with other surgical instrumentation.

Event description:
It was reported that during a total hip arthroplasty procedure using a superior minimally invasive approach, the blade broke at the cutting end. The piece of the broken blade was found in the patient and removed successfully. It was also reported that there was a delay of 45mins to get a new blade. It was further reported that the patient experienced a crack in the medial calcar bone which resulted in the need for an additional implant to be opened and the implant needed to be cemented. The procedure was completed successfully.